Event description:
A customer reported receiving a malfunction with their pump through a distributor complaint from dinno santé in france. There was no information available regarding the impact on the customer's blood glucose level. After an initial assessment, the pump was connected to a computer and recognized without any malfunctions in its history. The device was expected to be returned for further examination, and a replacement pump had been arranged. No additional information was received regarding the outcome of the event.